Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08425. It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex (lcx) artery extending to the to distal lcx. A16mmx2.50mm promus premier&#10244;rug eluting stent was selected for use and advanced but failed to cross the lesion despite backup with a non bsc guide extension catheter. The 16mmx2.50mm promus premier stent was removed from the patient and the stent was found to be lifted. Another 16mmx2.50mm promus premier stent was advanced but still was unable to cross the lesion even with anchor balloon technique and the stent was deformed. The procedure was not completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed signs of damage which maybe as a result of the lesion being severely calcified. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found slight kinks along the midshaft polymer extrusion with one severe midshaft kink 13mm proximal from the port bond site. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08425. It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex (lcx) artery extending to the to distal lcx. A16mmx2.50mm promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion despite backup with a non bsc guide extension catheter. The 16mmx2.50mm promus premier¿ stent was removed from the patient and the stent was found to be lifted. Another 16mmx2.50mm promus premier¿ stent was advanced but still was unable to cross the lesion even with anchor balloon technique and the stent was deformed. The procedure was not completed. No patient complications were reported and the patient's status was good.